Event description:
It has been reported that insert didn't attach to the baseplate during surgery. The next insert was possible to implant. There was no adverse consequence for the pt or delay in surgery or anesthesia time.